Event description:
The customer reported that the battery failed to charge.

Manufacturer narrative:
The customer reported that the battery failed to charge. A philips investigator spoke with the customer who reported that the ac power module had failed. The customer repaired the ac power module by reseating the fuse inside the module.